Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remains on the needle or were returned for examination. The actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Without the return of the construct the reported complaint of suture breakage cannot be confirmed.

Event description:
It was reported that after the suture was cut, it was checked again and it was found that the suture fell off from the t. There was no patient injury reported. No significant delay was reported. Back-up device was available to complete the surgery.